Event description:
A company representative reported that the tips of two capri small expandable height/angle drivers have become deformed and were not adequately engaging with screws intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the second of two capri small expandable height/angle drivers.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.